Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure regulation high failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the pressure regulation high failure occurred. The remote service engineer (rse) reviewed the suggested repairs with the customer. The rse and customer verified that the machine and proximal pressure tubes were correctly connected. The rse advised the customer to perform pressure and flow testing to diagnose the reported issue. At a later time, the customer informed the rse they sent the unit to a third party for repair. No further information provided. The customer sent the unit to a third party for repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.